Event description:
It was reported that this right atrial (ra) lead presented high capture threshold measurements, with it increasing significantly at its latest follow up and it also presenting loss of capture (loc) at one point, so it was examined by fluoroscopy and was found that its helix has partially retracted. The lead was unable to be explanted, so it was capped and surgically abandoned, with a new lead implanted. No additional adverse patient effects were reported.